Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the customer complains that the catheters are no longer sealed after the sealing ring has been overwritten and the catheters have been screwed together. It has been found that the material of the sealing ring is probably too brittle and is damaged when the catheter is screwed together. I have two examples that clearly show that the sealing rings are torn". No report of patient harm or injury.

Event description:
It was reported that "the customer complains that the catheters are no longer sealed after the sealing ring has been overwritten and the catheters have been screwed together. It has been found that the material of the sealing ring is probably too brittle and is damaged when the catheter is screwed together. I have two examples that clearly show that the sealing rings are torn". No report of patient harm or injury.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.